Event description:
Additional information the problematic product has been discarded. The patient's condition is not very good, and there is no improvement today, the hospital denies the operation problem, suspecting that the cannula factory bacterial test failed, so the retrieval of the same batch number of the cannula, has been sent (B)(4), I hope that the factory to receive the sample to do the bacterial test, thank you! The responsible nurse established an intravenous catheter access for infusion therapy at 13:00 on (B)(6). Daily infusions were administered normally with flushing and capping procedures. The puncture site showed no redness, swelling, or exudate. At 07:00 on (B)(6), the patient reported pain and discomfort at the puncture site. The nurse immediately removed the catheter. The puncture site exhibited no redness, swelling, or exudate. Magnesium sulfate compresses were applied (avoiding the puncture site), and applied fusidic acid ointment topically. At 13:00 on (B)(6), the patient developed redness, swelling, heat, and pain at the puncture site on the back of the hand, accompanied by punctate purulent discharge. The pain interfered with the patient's sleep. Blood tests ordered per physician's instructions showed elevated white blood cell count, raising suspicion of puncture site infection. Continued monitoring of subsequent developments.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#5266026): 1) the products of this batch were assembled at intima ii auto line 4 in oct 2025 and packaged at cfs package line in oct 2025. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. Review the sterilization batch records, no material, process change. The sterilization process was normal, the bi sterility test passed, and the eo residue test passed, the products met the requirement of bi sterility test before release. 3. The customer provided 1 photo and returned one representative sample: 1) the photo shows redness and swelling at the puncture site. 2) the returned sample showed that its individual packaging was unopened, with batch number 5266026. Because one sample does not meet the minimum sample quantity required by the chinese pharmacopoeia sterility test method, sterility test could not be performed on the returned sample. 3) a visual inspection was performed on the needle and catheter of the returned sample, and no abnormalities were observed. 4) in addition, puncture force testing was performed on the returned sample. The needle tip puncture force, catheter puncture force, and catheter drag force all met the product specifications. 4. Sterility testing was conducted on eleven retained samples of the complaint batch, with no adverse findings observed under standard incubation. 5. According to ma feedback, there are many factors that cause redness, swelling, pain, and high temperature at the insertion site. Possible related factors include: 1) repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. 2) the blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. 3) lax disinfection during operation causes infection. 4) some drugs may cause allergic reactions. 5) excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. 6) the physical reasons of the patient itself. Conclusion(s): there is no abnormality in the production process, no material or process changes. The sterilization process is normal, and the products meet the requirement of bi sterility test before release. Based on the testing of the returned sample and retained samples from this batch it cannot be confirmed that this complaint is related to product quality. The factory will continue to monitor such complaints.

Event description:
No additional information is available.